Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "when charging the clip two clips came at the same time and die not close properly. They tried several times but the same problem occured. Please organize a pick up with the hospital"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws of the device were damaged. The root cause of the customer's experience is the insertion of the clip applier into the trocar, while a clip was already loaded. The ca500 jaws must collapse through the trocar to facilitate a true m/l clip. Having a clip loaded into the jaws will prevent them from collapsing, which may lead to damage to the inside of the trocar. The instructions for use (IFU) state, "do not place the clip applier through the trocar if a clip is present in the jaws. Doing to may result in damage to the device or dropping of the clip." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical appreciates your feedback and will continue to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.